Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth and dry sinus. There was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth and dry sinus related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer and observed the following from an external and internal inspection light unknown white, and tan, contamination brackets dust like, at the air inlet of the blower box. Unknown white contamination dust like, in the iso port international organization of standardization light dust like contamination on top and bottom of the blower motor and the blower motor seal black contamination, consistent with keratin, at the air outlift of the blower box. Unknown tiny white and black contamination dust like, inconsistent with degraded sound abatement foam in the bottom of blower box. Light black dust light contamination inconsistent with degraded sound abatement form in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on apr 03, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth and dry sinus related to a CPAP device's sound abatement foam. Additional information was received about the alleged visualization of particles. There was no report of patient harm or injury.